Event description:
Per the info provided to co by the physician's office, the device was removed due to a "malfunction." As reported to co, the entire device was removed and replaced with another model device, produced by the same MFR. 9/24/97-in the operative notes the physician/surgeon states that the device "had malfunctioned with fluid loss."

Manufacturer narrative:
A leak was detected at the distal end of the snaplock conncetor on the tubing exiting outlet (2). The leakage was observed from beneath the connector on exhaust tubing (1). The location of this site suggests a tear of the tubing at the clamp/tubing/connector point of contact. Based on the rec'd info and qa's eval, qa concludes that the leakage site was contributed to by contact with the connector, in conjunction with device usage over time. This leak would have rendered the device nonfunctions and was the reason for removal.